Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. A lhr review was completed for the product and there was no nonconformance associated with the lot number.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the conical tip was cloudy. A replacement tip was used to complete the procedure. The hospital did not report any patient complications.